Event description:
It was reported that in (B)(6) 2011 (exact date unknown) an m4 handpiece "heats up and will not shave". This occurred during pre-op and there was no patient or user impact.

Manufacturer narrative:
The initial MDR reported the event date to have been in (B)(6) 2011 (exact date unknown) when the event date was actually in (B)(6) 2012 (exact date unknown).

Manufacturer narrative:
(B)(4). The complaint device was returned and evaluated. The customer's complaint of overheating could not be duplicated as the device was not working when it was received. The motor/cable subassembly was damaged and the motor was corroded. While the condition of the returned device does not confirm the reported event, it does not refute it either.

Event description:
It was reported that in (B)(6) 2012 (exact date unknown) an m4 handpiece "heats up and will not shave". This occurred during pre-op and there was no patient or user impact.